Event description:
Pen delivered insulin more than the selected dose [incorrect dose administered by device]. ([Hypoglycaemia]). This serious spontaneous case reported by a pharmacist from france, concerns a 71 year old male pt, who was treated with novorapid penfill (fast acting insulin aspart) and novopen 4 (insulin delivery device) for type 1 diabetes mellitus and experienced "hypoglycaemia malaise" and also reported "pen delivered insulin more than the selected dose" on an unk date. Patient's height: (B)(6). Medical history includes type 1 diabetes mellitus (duration not reported). The pt had reportedly been taking novorapid penfill using novopen 4 from an unk date, which was previously well tolerated. On an unk date the patient experienced hypoglycaemia (03.g/l), 3 hours later after the injection and required the intervention of the "urgent medical aid service". A physician had injected him glucagen (glucagon). The pt complained that the insulin was delivered fast my the pen. The glycaemia count was normalised when an old pen was used with the same cartridge of novorapid penfill. It was almost certain that the pen delivered insulin more than the selected dose. Action taken to novorapid penfill was reported as no change. Action taken to novopen 4 was not reported. The overall outcome was reported as recovered. Non code able concomitant medication includes zanidic (10 mg, daily). No further info is available for this case. Reporter comment: the suspected sample will be returned to novo nordisk for further analysis. The causal role and aetiology not reported.